Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. Old data reportedly remained on the screen even after changes were made to the pump. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: investigation was not able to reproduce reported information on the screen not changing. Unrelated to the original complaint, the display was noted to be dim and discolored and the pump case was cracked near the top right corner of the display area.